Event description:
A nurse from the user facility reports a capsular bag tear occurred during insertion of the intraocular lens. The lens was removed and replaced with a different model placed in the sulcus. The patient had a good outcome following surgery. The surgeon asked that the lens be evaluated for rough edges on the lens or haptics. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was bent in the gusset and distal area due to positioning in the lens case and the optic was cracked from one edge to the other. No rough areas were noted on the edge of the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.